Event description:
It was reported to tyco healthcare/kendall in 2008, that a customer had a problem with a dialysis catheter. Customer reports that a pt had a palindrome catheter exchanged due to cracking of the venous hub.

Manufacturer narrative:
Submit date: may 28, 2008. An investigation is under way. Upon completion, the results will be forwarded.